Event description:
Tha was done with s-rom and monm femoral head 36mm +0 in 2007. Six months after surgery, the pt had a pain in right thigh. Hydrops was noted through MRI. Thirty cc of white liquid came out from the hydrops when the doctor tapped them.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.